Event description:
It was reported a patient underwent a laparoscopic ventral hernia repair on an unknown date and the mesh was fixated with absorbable staples. The patient developed a recurrent hernia. Additional information has been requested.

Manufacturer narrative:
(B)(4) recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2013-01358. The same patient is represented in each medwatch.